Event description:
Reported due to possible cerebrovascular accident. On an unk date in april 2006, a pt had an xact stent placed in the left internal carotid artery. The pt suffered altered mental status after the stenting procedure (unk exactly when). Resolution unk.